Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the tip of the navigator access sheath had detached in the ureter. The tip of the navigator that detached was retrieved using a competitor¿s basket. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable.